Event description:
The patient is same as (B)(4). The device was implanted via l-p shunt to the patient with sah (female, (B)(6)) on (B)(6) 2015. On (B)(6) 2015, the patient¿s condition was getting worse. The surgeon tried to change the pressure but could not even by using neodymium, and the replaced valve was found occluded. On (B)(6) 2015, the re-revision surgery was conducted and the device was replaced with the same new device at 80mmh2o. The patient¿s condition is currently being followed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code ns9008, with lot crlcky, conformed to the specifications when released to stock on the 12th november 2014. The root cause of the programming problem is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.